Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report an unrelated issue. Upon service investigation, it was discovered that the patient's electrode belt trunk cable was damaged. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. Upon evaluation, it was discovered that the patient's electrode belt trunk cable was damaged. The cause for the damaged trunk cable is due to a broken internal wire. The root cause for the broken wire cannot be positively identified. No adverse event resulted from the damaged trunk cable. The patient received a replacement electrode belt.